Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient developed a pocket infection. The patient's leads include a subcutaneous array (sqa) defibrillation lead and an OEM manufactured right ventricular (rv) lead.

Manufacturer narrative:
The device was explanted, and the leads were left implanted. Of note, the device was reportedly not programmed off once explanted. No adverse patient effects were reported as a result of these observations. The patient has not received a new system. This event will be updated if any additional information becomes available.